Manufacturer narrative:
A steris service technician arrived onsite to inspect the amsco 7053hp washer/disinfector and found that four adaptors that connect to the port connectors on the rack instrument holder were missing. As the adaptors were missing, this could have allowed the unit's jets to contact the unit's door seal resulting in the reported event. The washer/disinfector is not under steris service contract for maintenance activities and is serviced and maintained by the user facility. The routine maintenance guide in the steris operator manual recommends verifying the port connectors and flexible hoses on the rack instrument holder once a month. The technician made the necessary repairs, ran a test cycle, confirmed the unit to be operating according to specification and returned the unit to service. Steris performed in-service training on the proper use and operation of the unit and the importance of performing routine maintenance of the amsco 7053hp washer/disinfector. No additional issues noted.

Event description:
The user facility reported that their amsco 7053hp washer/disinfector was leaking water onto the floor. No report of injury.